Manufacturer narrative:
Additional information was added to d4 h3, h4 and h6. H4: the lot was manufactured from august 27, 2019 - august 28, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Due to the nature of the sample, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device did not fully infused. The device was filled with flucloxacillin 8000mg in 230ml sodium chloride 0.9%. This issue was identified after use. There was no patient injury or medical intervention associated with this event. No additional information is available.